Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that they were evaluated at their orthodontist. And provided a letter of recommendation. Upon performing evaluation, the following diagnoses and treatment plan is recommended. Orthodontic diagnosis, bring teeth back within the bone. Treatment plan is full braces. Treatment duration is 6-9 months in active treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.